Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two appropriate shocks and the device battery was at four percent remaining. A request was made to have device data analyzed to determine how soon the device should be changed as the patient was currently an in-patient. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.